Event description:
A physician in another country reported that a male pt using renu with moistureloc multi-purpose solution was diagnosed with a fusarium keratitis in the right eye. The physician stated that in early 02/2006, the pt was diagnosed with bacterial keratitis and had a stromal diffusion. A culture was done and it was positive for two fusarium colonies. The pt was given an unspecified topical antibiotic as treatment. About 2 months later, the pt was hospitalized. The pt had 2mm high hypopion. He was treated with oral voriconazole, and topical voriconazole + amphoteracin b q1h. Subsequently, the 2mm high hypopion disappeared on the next day. The oral voriconazole was switched to voriconazole IV later that day. On the following day, the pt was noted improving. Two days later, the upper part of the pt's cornea had improved while the lower part had worsened (half a ring-shaped deep infiltrate). There was an increased inflammation and occurrence of new vessels. A subconjunctival injection of steroid (betamethasone 4 mg qd) was performed as treatment. About 2 days later, the pt was worsening despite being treated with a strong steroid and antifungals (IV and topical). Risk of diffusion of fusarium was noted and more new vessels appeared. In the anterior chamber: flare 2+ and cells+3. No hypopion noted. Subconjunctival injection of steroid (betamethasone) discontinued. On the next day, the pt's cornea was severely cloudy. Since bacterial infection in combination of a fungal infection strongly suspected, scrapping was performed for culture. Treatment of antibiotics (topical ofloxacin and oral 3rd generation cephalosphorin) was initiated in addition to the pt's antifungal therapy. On the next day, a slight improvement was observed. There was no progression of new vessels. One week later, the pt was discharged from the hosp. The pt was later examined at the physician clinic on a daily basis. On the next day of his discharge, the pt was noted to have not been improving. Culture came out positive again for fusarium (a few colonies, demonstrated a slight decrease of the infection) and negative for bacteria. The anitbiotic treatment discontinued. Two days later, the pt was noted improving. His central cornea was healing, covered by the epithelium. There were just a few points of infection observed. Inflammation in the anterior chamber was abating with less flare and cells. Four days later, posaconazole was added. Two days later, voriconazole discontinued. On the next day, the physician reported that the pt, although did not come for the examination, was slightly improving. At this time, the physician indicated a corneal graft was probable few months from now due to expected outcome of an opaque scar. One week later, a marked improvement of the fusarium keratitis was observed. Infection and inflammation resolved a few days earlier. It was assessed at this time that depending on the depth of the further central corneal scar, a penetrating or lamellar keratoplasty will be performed eventually.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.